Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On 7/15/2025, it was reported by a sales representative via email that an ar-3740sp self-punching double loaded knotless knee fibertak locked up prematurely. This was discovered during a quad tendon repair procedure on (B)(6) 2025. Additional information received on 7/18/2025: nothing broke in the patient, and the anchor was removed. The case was completed using another ar-3740sp self-punching double loaded knotless knee fibertak. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.